Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product displays a check clamp; the cassette is missing. The event occurred during patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. No repairs were received in the past one year. The customer reported problem was through the event history log review. The root cause of the issue was an anomaly in the upstream occlusion (uso) and downstream occlusion (dso) sensors. The sensors were replaced. The device passed all functional tests with no problems after repair was complete.